Manufacturer narrative:
(B)(4). Batch # r92j0m. Investigation summary . The device was received with the lower jaw damaged. Testing found a short on the device when the jaws were fully closed, resulting in an alert screen "reposition jaws and reactive." This is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. The condition of the jaws prevented the jaws from functioning. The device was unable to cycle open and closed. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the I-blade did not move to the distal end and ¿reposition jaws and reactive¿ was displayed during use. The device was used on the blood vessels. Another device was used to complete the case. There were no adverse consequences to the patient.